Manufacturer narrative:
Literature abstract (only) available - no further details available khan f., marciniak m. J. Invasive cardiol. 2017 29:10 (e143) embase. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure was prompted by st elevation. Angio revealed an occluded rca. A bmw wire was advanced to the distal vessel and an aspiration catheter run restored timi 3 flow revealing critical and severe lesions in the rca. Two resolute integrity stents were implanted in the rca. Angio post implantation revealed a perforation at the site of the second implanted stent. Two non-mdt stents were deployed to treat the perforation with good results.